Event description:
Information was received that reported a patient was hospitalized due to incidence of hyperglycemia. Per the reporter, the patient was vomiting and had high blood glucose despite attempts at troubleshooting. She was treated with IV fluids and insulin. She reports that she received no alerts or alarms. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.